Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The activity log was cleared by the customer and could add no value to the investigation. The battery used at the time of the event was not available for review as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type. No trend is associated with reports of this type.

Event description:
Complainant alleged that while transporting a patient (age & gender unknown), the device displayed and unknown fault message and inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.